Manufacturer narrative:
The reporter's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received discrepant results when testing with a coaguchek xs plus meter serial number (B)(4). At 10:00, a sample from the patient was tested using the meter, resulting in a value of 3.4 inr. At 10:05, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.4 inr.

Manufacturer narrative:
The patient's therapeutic range is 2 - 3 inr. One vial of test strips was returned for investigation where it was tested using a retention meter and retention control. The test strips and vial showed no defects. Test results (qc range = 2.7 - 3.3 inr): qc1 = 3.1 inr, qc2 = 3.0 inr, qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification.